Event description:
It was reported that the insulin pump alarmed bad sensor alert, calibration error, and change sensor alarm. The customer stated that the sensor glucose readings were inaccurate. The blood glucose reading was 176 mg/dl. The customer was advised to replace the sensor. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed a bicarbonate buffer test per dop114-830. One of two sensors failed due to no interstitial fluid reading detected; it was found that the sensor broken in half near the sensor base. One remaining sensor passed per specifications with accurate readings.